Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If explanted, give date: lens remains implanted, therefore, not explanted. (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a cataract surgery on (B)(6) 2020, after balanced salt solution was used for preparation and after the intraocular lens (iol) was implanted, a string-like substance was found at the edge of the optic. The foreign substance was removed with irrigation/aspiration (I/a) from the eye of the patient right away. It was confirmed that at the reporting time, the patient did not have any problem and was under observation. The lens remains implanted. There was no patient injury reported. The johnson and johnson representative checked the operation video with the doctor. The video showed a fibrous white thread adhering to the rear surface of the optical part. The foreign material was removed by I/a, and the operation was completed successfully. Additionally, it was indicated that the patient suffered postoperative inflammation (corneal epithelium), but was treated with medical eye drops (the name of the medication was not provided). The doctor stated that the cause is not clear, but the patient had diabetic retinopathy, which may have caused corneal epithelial disorder and probably has no causal relationship to the reported foreign body. It was confirmed that at the present, the inflammation has resolved and the patient eyesight has recovered. No further information was provided.

Manufacturer narrative:
Section d10. Device available for evaluation?: yes; returned to manufacturer on: 9/9/2020. Section h3. Device returned to manufacturer?: yes. Device evaluation: the complaint product was received in a plastic bag. Upon evaluation of the device the plunger was not in advanced position, the pushrod was observed centered, and all the components look correctly engaged to the device. No assembly error and/or defect related to the manufacturing process was identified. Visual inspection performed under microscope and small amount of lubricating material residues can be observed in the device. The lens was not returned for evaluation as it remains implanted. After evaluation there was nothing identified that could lead to the reported issue, all the components were in good condition. As indicate in the initial report the foreign material was removed with I/a (irrigation/aspiration); therefore, the reported issue could not be verified. Based in the analysis product quality deficiency was not identified in the returned product. Manufacturing record review: the manufacturing records and related documents for the production order of the device were reviewed and no deviations or discrepancies were found during the mrr (manufacturing record review). The units were manufactured and released according to specifications. A search in complaint system revealed that no additional complaint was received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.